Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately erratic. This complaint was classified based on further information obtained when the medical surveillance specialist reviewed the initial call and on additional information obtained by the customer care agent (cca) during a follow-up call with the patient. The patient claimed the alleged meter issue had been going on for a while. However, the patient informed the cca that she had been hospitalized for the past month due to an unrelated issue and that during that time, blood glucose testing was not performed with the subject meter. During the initial call, the patient stated that she returned home from hospital on (B)(6) 2022, and at around 1:00 pm that day she started feeling ¿very weak, stomach felt weird and almost passed out¿; symptoms she would normally associate with a low blood glucose as she does not typically have high readings. During the follow-up call, the patient also reported feeling ¿loopy and vomited¿ and claimed she associated the symptoms with a ¿combination of everything¿. During the initial call, the patient claimed she tested her blood glucose with the subject meter at the onset of symptoms and obtained what she felt was an inaccurate pre-prandial reading of ¿180 mg/dl¿. During the follow-up call, the patient confirmed that all she had prior to the onset of symptoms was coffee. The patient claimed she waited a little bit, had some blueberries then re-tested her blood glucose obtaining readings of ¿227, 556, 447, 247 and 250 mg/dl¿ with the subject meter, performed within 20 minutes of each other. During the follow-up call, the patient stated that she takes metformin medication to manage her diabetes and that her usual blood glucose range is between ¿95-130 mg/dl¿. The patient stated that the symptoms worsened as a result of the alleged issue and she was ¿almost in and out of consciousness¿. The patient claimed she took extra metformin as treatment for the symptoms and felt better after about an hour. During the initial call, the patient also stated that she contacted her home health care nurse who advised her to drink 4 oz of milk and advised her that certain fruit lowers blood glucose and for her to eat a handful of blueberries to stabilize her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strips were in good condition and the test strip vial was intact. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.